Event description:
It was reported that this right atrial (ra) lead was fractured and beeping tones from the device. Boston scientific technical services (ts) discussed shock transmissions and referred patient to physician to troubleshoot fractured ra lead and cause of beeping. This ra lead remains in service and will not be returned. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was fractured and beeping tones from the device. Boston scientific technical services (ts) discussed shock transmissions and referred patient to physician to troubleshoot fractured ra lead and cause of beeping. This ra lead remains in service and will not be returned. No adverse patient effects were reported. Additional information indicates that the patient with this right atrial (ra) lead heard beeping due to lead fracture. Patient also reported burn marks on the chest and experienced shocks in the past resulting in device area getting warm and swollen. Boston scientific technical services (ts) referred patient to md. Additional information indicates that this lead was explanted due to a lead noise and an out-of-range pace impedance, observed on latitude. This lead was disposed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this right atrial (ra) lead was fractured and beeping tones from the device. Boston scientific technical services (ts) discussed shock transmissions and referred patient to physician to troubleshoot fractured ra lead and cause of beeping. This ra lead remains in service and will not be returned. No adverse patient effects were reported. Additional information indicates that the patient with this right atrial (ra) lead heard beeping due to lead fracture. Patient also reported burn marks on the chest and experienced shocks in the past resulting in device area getting warm and swollen. Boston scientific technical services (ts) referred patient to md. Additional information indicates that this lead was explanted due to product performance issue. A new ra lead with a different model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this right atrial (ra) lead was fractured and beeping tones from the device. Boston scientific technical services (ts) discussed shock transmissions and referred patient to physician to troubleshoot fractured ra lead and cause of beeping. This ra lead remains in service and will not be returned. No adverse patient effects were reported. Additional information indicates that the patient with this right atrial (ra) lead heard beeping due to lead fracture. Patient also reported burn marks on the chest and experienced shocks in the past resulting in device area getting warm and swollen. Boston scientific technical services (ts) referred patient to md.